Manufacturer narrative:
Patient weight: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Provided as (B)(6) 2021. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. Based on the results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patients left eye as the patient has been unhappy since the implant surgery. There was no sign of residual refractive error. The patient reports blurred vision, issues with depth perception, difficulty seeing street signs and halos. The iol has been discarded and not available for return. Another johnson & johnson lens, model zkb00 22.0 diopter was implanted as a replacement. There was no unplanned procedures such as sutures or vitrectomy were performed. The patient did great during the procedure and was discharged in good disposition. No other information was provided.